Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1059. It was reported the pt has a (B)(6) at both her ipg site and lead incision site. The pt is being treated with oral antibiotics. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.